Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the reason for explant was that the lens was out of place. The clinical reason for explant was a dislocated intraocular lens. The iol was exchanged for an advanced technology intraocular lens (atiol) 23 days after the initial implant procedure. Additional information was received stating that the secondary procedure was completed using a non-company iol with 1.5 diopter high power, and there was no further impact to the patient. In the surgeon¿s opinion, the product did not cause or contribute to the event, as it was due to the patient not being compliant with post-operative care. The surgeon¿s prognosis was good. The patient issues were resolved.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).